Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise episodes were noted. The lead was explanted and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
The outer insulation was externally and internally abraded at 51 ¿ 53 cm, 48.3 - 49.6 cm and 35.5 - 36.5 cm from end of the connector pin. The re cables were externalized at 51 ¿ 53 cm and exposed at 48.3 - 49.6 cm. The rv cables were exposed at 35.5 - 36.5 cm. The ptfe coating of the re and rv cables and the insulation lumen to inner coil were intact at these locations. The outer insulation was externally abraded at 38.8 - 39.2 cm from end of the connector pin. The rv cables were exposed at the same location. The ptfe coating of the rv cables and insulation lumen to inner coil were intact at this location. The insulation under the svc chock coil was internally abraded at 45 cm from end of the connector pin. The lumen to inner coil was abraded at the same location and the inner coil filars were exposed. The ptfe coating of one re cable was also damaged at the same location and the metal of the damaged cable was exposed. The insulation underneath the rv shock coil was internally abraded at 58.7 - 59.4 cm from end of the connector pin. The insulation lumen to inner coil was abraded at the same location. The inner coil filars were exposed at this location. The etfe coating of the re cables were intact at this location.